Event description:
It was further reported that the patient's condition prior to the procedure was "frail" but stable. The lesion was approximately an 85% blockage of the vessel. The predilatation was noted to be successful. The stent delivery system was advanced to the lesion without any issues and the physician mentioned minor resistance. While trying to slightly pull back the stent proximally to position it across the lesion, the hypotube broke. "When withdrawing the catheter this was separated at the abdominal level from the rest of the system, as it would have been cut with scissors, without noticing any damage or kinking of the hypotube, remaining the rest of the system in the aorta and descending artery. Despite anticoagulant being used, the patient presented thrombosis 15 minutes after." The cine of the procedure revealed that at the end of the procedure, the target lesion was fully occluded.

Event description:
It was reported that during a laparoscopic total gastrectomy procedure, the trigger did not return to the home position when the device was fired on the blood vessel at the second firing. The device was removed by being pulled straight out and a different instrument was used to complete the procedure. The doctor commented that there was difficulty in grasping the trigger at the first firing. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Malformed clip the analysis results found that the device was returned in good visual condition. Two pear shape clips and three conforming clips were received in a petri dish. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.